Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the array knotted. The slide control knob was manipulated without resolution. The loop catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file and the pscc100 loop catheter with lot number 0012364808 were returned and analyzed. The returned image showed the loop catheter distal array knotted. Visual inspection showed the catheter was received without the guidewire, the array assembly was knotted on the guidewire lumen close to tip, the array pebax tube was torn at the junction of the proximal arm and dual lumen, exposing the electrodes wires, and the nitinol array wire was detached from its proximal bond, protruding outside of the dual lumen. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. Optical inspection at high magnification revealed a torn pebax tubing, exposing both electrode wires and the nitinol array wire distal from the dual lumen. Notably, the pebax tubing exhibited a twisted configuration between electrodes 1 and 2, with a kink evident at the distal arm near electrode 1. Mechanical verification of the steering and slide mechanisms showed initial stiffness in the slide control function, yet it was still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. The electrical continuity test passes for all electrodes. No other tests could be performed due to the returned condition of the catheter. In conclusion, the issue of an array knot was confirmed during testing and the loop catheter did not pass the returned product inspection due to the nitinol array wire being dislodged from the dual lumen, the proximal pebax tube was torn, and the pebax tube was kinked and twisted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.